Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, follicular cyst of ovary, cervical dysplasia, endometrial thickening and cesarean section. Concurrent conditions included uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) since 2011 for birth control. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine"), headache ("headaches") and arthralgia ("hip pain"). In 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2018, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2019, the patient experienced gastrointestinal disorder ("gi conditions"). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), breast tenderness ("tenderness of the breast"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), depression ("depression"), rash ("skin rash"), hypotension ("low blood pressure") and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, seizure, back pain, dyspareunia, abdominal pain, dysmenorrhoea, metrorrhagia, menorrhagia, vaginal discharge, alopecia, migraine, headache, fatigue, gastrointestinal disorder, breast tenderness, vaginal haemorrhage, female sexual dysfunction, depression, rash, hypotension, allergy to metals and arthralgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, breast tenderness, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hypotension, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, seizure, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date in previous follow-up: ??-feb-2012. She received treatment for back pain. Pelvic pain, dyspareunia (painful sexual intercourse), abdominal pain, dysmenorrhea (cramping), metrorrhagia (bleeding b/w periods),menorrhagia (heavy menstrual bleeding), loss, migraine, headaches, fatigue, gi conditions and seizures. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain, abnormal bleeding, vaginal bleeding, abdominal pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, follicular cyst of ovary, cervical dysplasia, endometrial thickening and cesarean section. Concurrent conditions included uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) since 2011 for birth control. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine"), headache ("headaches") and arthralgia ("hip pain"). In 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2018, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2019, the patient experienced gastrointestinal disorder ("gi conditions"). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), breast tenderness ("tenderness of the breast"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), depression ("depression"), rash ("skin rash"), hypotension ("low blood pressure") and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, seizure, back pain, dyspareunia, abdominal pain, dysmenorrhoea, metrorrhagia, menorrhagia, vaginal discharge, alopecia, migraine, headache, fatigue, gastrointestinal disorder, breast tenderness, vaginal haemorrhage, female sexual dysfunction, depression, rash, hypotension, allergy to metals and arthralgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, breast tenderness, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hypotension, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, seizure, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date in previous follow-up: (B)(6) 2012. She received treatment for back pain. Pelvic pain, dyspareunia (painful sexual intercourse), abdominal pain, dysmenorrhea (cramping), metrorrhagia (bleeding b/w periods),menorrhagia (heavy menstrual bleeding), loss, migraine, headaches, fatigue, gi conditions and seizures. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain, abnormal bleeding, vaginal bleeding, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2021: medical record received- case was upgraded from non-serious incident to serious incident. Reporter information was added. Essure removal details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.